Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the left femoral artery in a 75-year-old male for the indication of acute myocardial infarction and cardiogenic shock. The patient was in society for cardiovascular angiography and interventions shock stage e. It was noted that the patient had a small left ventricle, and imaging was utilized to assess pump placement. During the course of support, tea-colored urine was observed, and hemoglobin and platelet levels were decreased. Hemolysis was diagnosed based on elevated lactate dehydrogenase levels, which were noted to be down trending. The patient required transfusion of two units of packed red blood cells. The patient ultimately expired while on support. The relationship of the product to death cannot be determined based on the available information and is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction/hemolysis: the cause of patient-device interaction/hemolysis was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
Additional information was provided that the device is not available to be returned.